Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the handle has wear and tear associated with multiple uses. The gray tip on the end of the impactor has fractured, with all pieces being returned. The part and lot numbers of the returned product match the reported part and lot numbers. The features of the fracture surface visually align, which a bending overload fracture failure mode was identified. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Report source: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction. No further information is available.